Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, as the knot was advanced to the arterial surface, the suture broke. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete.

Event description:
Information received indicates when the brake pedal is set, all four wheels swivel and roll.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the anterior and posterior cuffs remained attached to the link and their respective needle tips. The complete monofilament was returned loose with the knot formed. Based on the investigation findings, the suture bight appeared to have been nicked, which could have caused it to eventually break. Additional causes of the product experience include, the suture being pulled out from the artery or the suture not capturing arterial tissue. There was no abnormal observation with the condition of the returned device that could have contributed to the reported product experience. Based on the investigation, no root cause could not be determined for the reported event. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.